Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2024-02165, 3006705815-2024-02167. It was reported that the one of the patient's leads migrated. It was also reported that the patient stopped using their stimulator due to stimulation in unwanted areas and lack of coverage. Additionally, it was reported that the patient stopped charging their ipg. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and both leads were explanted and replaced to address the issue.  Effective therapy was restored post-op.